Event description:
It was reported that when the lead was connected to the new ICD there was no measurement for impedance on the superior vena cava (svc) portion of the lead. The lead was tested with the old ICD and the impedance measurement was high. The lead was capped and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.